Manufacturer narrative:
The pump passed, all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at .08685 inches. Successfully downloaded the trace and history files using thump. No pump error 53 alarms occurred, during testing. A review of the pump history file shows one (1) pump error 53 alarm, see below: (B)(6) 2023 08:18:56, fault number: soft ware error (53), (B)(4). Pump error 53 alarm analysis: traces start: (B)(6) 2023 at 11:45:44. And end: (B)(6) 2023 at 09:59:12, due to safe shutdown, due to initialization by the user and do not contain critical faults. The pump error log does not contain any info. History, contains a record with fault 53 swerror that happened (B)(6) 2023 08:18:56, with incorrect filed/lined ((B)(4)), that typical for bum. Pump error 53 alarm is confirmed, fault isolated to the hardware (esf(B)(4)). The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted, during the physical inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Low bg anomaly is not confirmed. Pump error 53 alarm is confirmed. Fault isolated to the hardware (esf(B)(4)). Traces start: (B)(6) 2023 11:45:44; end: (B)(6) 2023 09:59:12, due to safe shutdown, due to initialization by user. And do not contain critical faults. Pump error log does not contain any info. History contain a record with fault 53 swerror that happened (B)(6) 2023 08:18:56 with incorrect filed/lined ((B)(4)), that typical for bum. Conclusion: bum, esf(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received software error detected alarm (pump error e53). Customer experienced hypoglycemia with a a blood glucose value of 105mg/dl. Customer was treated with food and no further patient complications were reported. Troubleshooting was partially  performed; customer was able to clear alarms and rewind pump. The insulin pump has been returned for analysis.